Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that a patient came to the clinic for a regular appointment, holding his chest and with severe chest pain. The patient was then taken to the hospital via ambulance. The nurse states the patient was admitted to the hospital on (B)(6) 2017 and expired on (B)(6) 2017. As per the nurse, the patient was not in treatment during chest pain. The patient expired in the hospital.

Manufacturer narrative:
Clinical evaluation: the file was assessed for the need for clinical investigation completion. The reported information, which included a report that the patient was hospitalized and expired was reviewed. The patient reported to the peritoneal dialysis (pd) clinic on the afternoon of (B)(6) 2017 for a regularly scheduled appointment. The patient arrived holding his chest with severe chest pain. The patient was transported via emergency medical services (ems) and admitted to the hospital (unknown diagnosis). The patient expired on (B)(6) 2017. There is no information as to hospital course or if pd therapy was continued. The patient was not in active treatment at the time of the event and it is unknown if any fresenius products were utilized during hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Should additional information become available, the need for a clinical investigation will be reassessed.

Event description:
A peritoneal dialysis nurse reported that a patient came to the clinic for a regular appointment, holding his chest and with severe chest pain. The patient was then taken to the hospital via ambulance. The nurse states the patient was admitted to the hospital on (B)(6) 2017 and expired on (B)(6) 2017. As per the nurse, the patient was not in treatment during chest pain. The patient expired in the hospital.